Event description:
It was reported that in 1994 pt underwent left total hip replacement. Several years later, on event date, x-rays confirmed ceramic head had broken. As a result, 8 days later, hip was revised and the broken head was replaced with a new z cobalt chromium head of the same size and the elevated rim liner was replaced with a new z elevated rim liner of the same size. Post-op pt did well but experienced an increase in leg length.